Event description:
The lead was returned to the manufacturer, analyzed and tested out of specification. The lead was returned from a facility outside of the united states without information regarding patient impact or product performance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and the outer insulation was breached. The analyst commented that there is a very small environmental stress crack breach of the outer insulation 5.5 cm distal. The lead appears to have been slightly bent in that area.